Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to improper placement of endoprosthesis and branch vessel occlusion.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a pseudoaneurysm in the aortic arch using a conformable gore® tag® thoracic endoprosthesis (tgu404015j/17301314). Prior to the endoprosthesis implanted, a right axillo-left common carotid-left axillary artery bypass was prepared to maintain blood flow to the branch vessels of the aortic arch. The conformable gore® tag® thoracic endoprosthesis was advanced and an attempt was made to deploy it just below the brachiocephalic artery. Intra-procedure imaging was run, revealing that the brachiocephalic artery was unintentionally covered by the conformable gore® tag® thoracic endoprosthesis. It was reported that strong resistance was met while the delivery catheter was being advanced. A bare-metal stent was implanted in the brachiocephalic artery to maintain blood flow. The patient tolerated the procedure without further problems.